Manufacturer narrative:
Further investigation showed that a likely root cause was that the customer had measured patient samples despite the qc results showing a high sign of inaccuracy and that they had several failed calibrations prior. This could have been an indication of an instrument/reagent issue . The customer stated that there was no foam or fibrin present in the primary tube. There were no relevant alarms present on the day of event. Some pre-analytic information was not provided, but the draw volume for the primary tube used for the 1st measurement was insufficient which could have led to a sample quality issue. A specific root cause could not be determined.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer received a discrepant high result for 1 patient sample tested for elecsys hcg + beta test system (hcg+b) on a cobas e 411 immunoassay analyzer. The initial hcg+b result was 36.80 miu/ml with a data flag with a repeat result of 0.249 miu/ml. The initial hcg+b result was reported outside of the laboratory. There was no allegation of an adverse event. The hcg+b reagent lot was 24044401 with an expiration date that was not provided. Further investigation showed that based on the qc and calibration history provided an instrument issue cannot be excluded as the root cause. Another possible root cause is pre-analytics as some details are unknown and the sample draw volume was insufficient. The customer was not using the recommended rack adapters with 13 mm tubes. Other possible root causes include insufficient electromagnetic interference laboratory compliance, sample quality, insufficient maintenance, and contamination of the environment with the analyte.